Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call and wanted to check insulin pump as was experiencing high blood glucose of 454 mg/dl. Blood glucose at time of call was 364 mg/dl. Troubleshooting found that the customer's drive support cap, programming, basal rates, bolus history and site/insulin issues are all normal. Customer could not continue with troubleshooting and was advised to monitor pump and follow up with doctor.